Event description:
It was reported the esophageal stent fractured after being placed inside the patient, and the broken piece migrated to the patient's cecum. The broken piece was planned to be removed via colonoscopy after it was discovered on computed tomography (CT) imaging, but it was found the broken piece had perforated the cecum, with peritoneal signs. The patient was taken to emergency surgery as the cecum needed to be resected, and the broken piece was retrieved surgically from the perforation site. The event prolonged the patient's hospitalization. The patient was reported to be stable now post surgery and recovering, but needed to get a feeding tube for nutrition as he did not want another stent.